Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The dr used one of the cracked heartstring seal but it did not deploy out of the delivery tube. A third unit was used to complete the case. No pt complications were reported by the hosp.